Event description:
The complainant reported the feeding pump underdelivered. A 1500ml bottle of feeding was hung in the morning (6:00 am). By noon (12:00 pm) only 130ml had infused, however, the pump was set to deliver 70ml/hour.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.